Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with debris on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - health effect impact code: 4628 should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.50/4.00/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for the same length lens. The reporter stated " since there was no vaulting issue and only rotated, the lens was replaced with the same size. After replacing the lens, the problem resolved."